Event description:
It was reported that the device was broken or damaged. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. Upon visual inspection the service technician noted that they replaced door (broken up door latch). Replaced kit platen/hinge due to (missing kit platen/hinge assy 8100) replaced latch door (broken low door latch) replaced upper pressure sensor for check IV set. Replaced ail (chipped rt set guide damaged) replaced bezel assy- wire harness damage. During testing of the returned device, the pump module was found out of specification for rate accuracy. External inspection confirmed damaged platen with the returned pump module. Replacement of the broken platen and subsequent retest for rate accuracy found the device to be delivering fluid in specification. A bottle side (upper) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. Based on the findings, service determined that the proximate cause of the reported issue was due to broken/damaged door kit assy 8100 rohs. Device history review: a review of the device history record for (B)(6) was performed from date of manufacture 05/09/2013 to the present date 1/8/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device was broken or damaged. No additional information was provided. There was no patient involvement.